Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 245 (mg/dl). Customer administered a correction bolus to stabilize bg level. During troubleshooting with tandem technical support, customer was guided through the cartridge load sequence. Customer indicated they would follow up with their health care provider.